Event description:
Additional information received from the patient reported that she first started experiencing the zapping sensation and pelvic pain in (B)(6) 2015.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for gastrointestinal/pelvic floor. The representative was contacted by a doctor to get a troubleshooting protocol. Impedance measurements were not taken. The patient described a zapping feeling and pelvic pain. The caller stated that the patient had an MRI in (B)(6) but did not have more detail about the MRI. The md (medical doctor) had turned stimulation off to try to determine if the pain was related to the stimulation. The caller does not have clinician programmer access. Symptoms reported were zapping in pelvic. Event date was asked but unknown.

Event description:
Additional information received from the patient reported that she had notified her managing physician about the zapping sensation and pelvic pain. The patient started experiencing the issues with weight loss and gall bladder problems. The circumstance that led to the zapping and pain was after an MRI. The step taken to resolve the issue included scheduling a surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.